Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the device was tested prior to entering the surgical site(nostrils), the blade was seated properly, but the tip of the blade was vibrating and out of control. There was no patient impact.

Manufacturer narrative:
H3: product analysis found that visually, there was no external damage in the construction of the device. There was no damage to the distal tip and no loose components. Additionally, there was contamination on the distal outside diameter of the outer tube and inside diameters of the inner cutter tip and proximal end of the inner shaft. There were striations on the proximal outside diameter of the shaft when returned. Functionally, the inner and middle assemblies spun freely by hand with no binding. The blade fit securely into a handpiece but while oscillating at 7500rpm there was excessive wobbling and a grinding noise. In the returned condition, there was an out of specification condition that was related to the complaint. H6: previous codes b21 and c21 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.